Manufacturer narrative:
This report is submitted on september 9, 2020.

Event description:
Per the clinic, the patient experienced pain at the implant site. The patient was placed under general anesthesia on (B)(6) 2020, in order to explant the device.